Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported premature vessel locator wings deployment prior to use was not confirmed because the device was returned outside the sterile package and it could not be definitively concluded that the vessel locator wings were deployed inside the sterile package during manufacturing. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar premature vessel locator wings deployment prior to use incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that when the starclose se device was removed from the packaging, the vessel locator wings were already deployed. The device was not difficult to remove from the packaging. No attempt was made to insert the device into the patient anatomy. There was no patient involvement. A second starclose se device was used to complete the procedure. No reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.